Manufacturer narrative:
(B)(4). The actual sample was returned and evaluated. Performance testing of the device included pressure loss with normal saline and appearance of the fiber bundle. The saline test indicated the actual sample had an obstruction, and the visual examination showed the presence of thrombus on the filter, fibers and the heat exchanger module. Magnified inspection and electron microscopy investigation revealed the adhesion of erythrocyte components, including deformed red blood cells (echinocyte), blood platelets and fibrin net on the fiber surface and heat exchanger. A review of the complaint files confirmed that this lot has not been previously reported. A review of the device history record confirmed that there were no production related problems for this lot number. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. Device labeling does address the potential for such an event in the instructions-for-use with statements such as, "do not supply gas during priming." All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported that there was difficulty in achieving a sufficient blood flow rate immediately after the initiation of cardiopulmonary bypass (cpb). The following information was provided by the user facility: (1) the blood inlet port had high pressure; (2) the patient is a dialysis patient and her ht was 18% before the cpb; (3) meylon was not administered during priming, however 60ml was added after cpb was started; (4) in an effort to remedy the situation, the user facility applied a 1/4 tube to the blood cardioplegia port (bcp) and purged the oxygenator 5 or 6 times with no improvement; (5) the flow rate was decreased and subsequently the blood inlet pressure gradually decreased; (6) the device was not changed out; (7) the patient was weaned off the cardiopulmonary bypass (cpb); (8) reportedly, the procedure was completed successfully without any immediate impact to the patient.